Event description:
It was noted that the device couldn't be turned back on because it wasn't "programmed for their back".

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient did not use stim therapy and kept device off and recharged so the battery did not die. It was unknown how long patient had not used therapy, other than "a long time". The patient had been implanted for back and leg pain but stated that some time ago "one side of the stimulation shut down" . Specifics were unknown. It was noted that: "they cannot make an appt because dr will not see them". It was noted that the manufacturer's representative did try to look at the patient's device in the past few months but not the doctor. It was noted that stim "one side shut down all together". Stim was programed, program 1 for his back and program 2 for his legs. Initially, the therapy was able to help the patient walk again. Device "shut down"; only worked on part of patient's body. They tried to reprogram him but it didn't work. It was noted that the device "is not programed" they were told that "the battery" does nothing it is all the leads. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient's device was implanted "about a year and a half ago". The patient's device had "quite working" or "went off". This happened about "3-4 months ago in (B)(6) 2013". It was noted that they called a company representative, but "she could not get it done". It was stated that the patient was on programs 1 and 2. It was noted that the patient was turned up to 8 or 9v "sometimes". It was reported that "last time no one was able to give him help" in (B)(6) at the clinic. Further information has been requested, but was not available at the time of the report.

Manufacturer narrative:
Product ID: 39565-65 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported indicated that the patient had had coverage to his back but not his legs. No trauma or falls were stated. It was stated that the patient had not seen anyone and was looking for a new physician.